Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any damage/cracks. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device. Reason for return was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a 6031 intersept connector, it was reported the device was cracked when the customer took it out of the packaging. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that customer is unable to recall which arm of the y was cracked, but it was visible with the naked eye.

Manufacturer narrative:
Conclusion: the complaint is unconfirmed for cracked connector. There was no observed damage to the device. After evaluation it was determined there was no product failure that occurred during the reported event. The device history record was not reviewed as returned product analysis found no evidence of manufacturing issues with the returned device. There were no adverse patient effects because of this incident. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.